Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 04.038.275s, lot h798073: manufacturing location: elmira / monument. Manufacturing date: january 14, 2019. Expiration date: january 01, 2029. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient experienced a post-op infection. On (B)(6) 2019, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture with the implants. The surgery was completed successfully without any surgical delay. On an unknown date, the infection was confirmed. The patient will undergo the revision surgery. In the revision, the implants will be removed, and the surgeon will wash the affected area and no implants will be set. The exact date of the scheduled revision surgery is unknown. The bone union was already confirmed. Concomitant devices reported: lockscr 5 l32 f/nails tan light green (part number 04.005.522s, lot 5l46399, quantity 1). Tfna fem nail ø12 le 125° l235 timo15 (part number 04.037.215s, lot h779370, quantity 1). Tfna end cap extens. 0 tan (part number 04.038.000s, lot 3l50967, quantity 1). Tfna helical blade l75 tan (part number 04.038.275s, lot h798073, quantity 1). This report involves one (1) tfna helical blade 75mm sterile. This is report 4 of 4 for (B)(4).